Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. No tubing was returned as it was cut down to the pump block. Based on the information available and analysis results, the reported clinical observation of hole/perforated could not be confirmed.

Event description:
It was reported that the patient presented at office consultation with an inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, a surgical procedure was performed and a crack in the right cylinder connecting tube was noted. The pump was removed and replaced without complications.

Event description:
It was reported that the patient presented at office consultation with an inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, a surgical procedure was performed and a crack in the right cylinder connecting tube was noted. The pump was removed and replaced without complications.